Event description:
A malfunction alarm occurred and was identified as malfunction code 12. The customer's blood glucose level exceeded 500 mg/dl and displayed as "high," resulting in the blood glucose level being significantly affected. The customer was at school, and her mother picked her up and contacted technical support for assistance. Technical support provided pump reset information, which successfully resolved the issue without the malfunction code recurring. The customer was instructed to continue using the pump and to call back if the malfunction recurred, while declining further immediate assistance from technical support.